Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and confirmed a leak from the bottom of reagent probe a wash collar solenoid valve. The fse replaced the wash collar solenoid valve to resolve the issue. System performance was verified. (B)(4).

Event description:
The customer reported a leak from reagent probe a, involving the unicel dxc 600i synchron access clinical system. The instrument generated error message "cc (cartridge chemistry) cuvette not dry before first reagent dispense" at the time of the event. During inspection of the instrument, the customer found approximately ten (10) milliliters of fluid on the reaction carousel evaporator cover. The customer was wearing personal protective equipment consisting of gloves, lab coat and goggles at the time of the event and there was no report of injury or direct exposure to the contained leak. Erroneous patient results were not generated. The customer was not able to run patient samples due to multiple cartridge chemistry quality control failures. There was no change or affect to patient treatment in connection with this event.